Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation with the implanted lead. The p physician elected to remove the lead and implanted a second lead; however, the impedance measurement was high and there was no pacing. The physician then removed the second lead and implanted the first lead that was attempted. The lead remains in use. No patient c complications have been reported as a result of this event.